Event description:
(B)(6), a patient from the above hospital reported to (B)(4) that he had a surgery in (B)(6) 2006. After the surgery, the patient had extremely severe pain. It is reported that there was water/inflammation/lateral instability and snap-back because of the large distance between the individual components (inlay and femur). At the first revision surgery, a tep (total endo artificial replacement) was done. Altogether there were 5 revision surgeries. At the 5th revision surgery, a nickel allergy was suggested. Therefore, titan was implanted (2010). After this, a new surgery follows in another hospital. ((B)(6) klinik). At the new hospital, he had a new surgery with smith nephew devices.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.